Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a pfna procedure while reaming, the tip of the reamer broke off. No further information is available.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. No product fault could be detected. Unfortunately no further information has been provided in order to determine the exact cause of this breakage. The reamer was sold in september, 2008. Wear and tear is evident, cutting edges are badly damaged. We can only assume that contact with other metallic materials, e.g. Bent guide wire, lead to an instantaneous application of mechanical overload and resulted in the breakage of the tip.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.